Manufacturer narrative:
This supplemental report is being submitted to address an additional reportable malfunction that was identified during the subject device evaluation. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of no image was not confirmed. Additionally, during device evaluation, it was found that the front panel light-emitting diode cut off intermittently and it was presumed to have occurred to failure of the circuit board.

Event description:
It was reported, the video system center had no image, not getting output from the serial digital interface (sdi) cable connection. The issue occurred during maintenance and. There were no reports of patient injury or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to defective printed (cm) board. Olympus will continue to monitor field performance for this device.